Manufacturer narrative:
Added information to section h6 (type of investigation, investigation findings and investigations conclusions) and h10 (related report numbers). H11: additional manufacturer narrative: related to mitral reoperation reported under MFR report number 2015691 2024 06915. The device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. The most likely root cause is patient-related factors, including congenital rubella syndrome.

Manufacturer narrative:
Added information to section a4 (weight), b7 (other relevant history, including preexisting medical conditions) and h6 (type of investigation) updated section b5 (describe event or problem). H11: additional manufacturer narrative: a medical article was received and reviewed. Article citation: julius jelisejevas, ali husain, brian chiang, howard paje, hassan ogran, desiree nadine wussler, stephanie l. Sellers, jonathon a. Leipsic, philipp blanke, richard cook, janarthanan sathananthan, john g. Webb, david a. Wood. Managing multivalvular bioprosthetic failure and a hidden aortic rootleft ventricular outflow tract fistula with a transcatheter approach: balancing risk and intervention. Doi.org/10.1016/j.cjco.2024.12.006.

Event description:
Per the report received from canada, a 41-year-old patient with a 3300tfx23mm valve model implanted in aortic position underwent a valve-in-valve procedure after an implant duration of (8) eight years and one (1) month due to severe regurgitation (mean gradient 15mmhg). The patient was admitted to hospital with congestive heart failure due to multivalve failure. A 23mm transcatheter valve was successfully implanted within the edwards surgical valve. The patient was discharged.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this patient. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 41-year-old patient with a 3300tfx23mm valve model implanted in aortic position underwent a valve-in-valve procedure after an implant duration of (8) eight years and one (1) month due to severe regurgitation (mean gradient 15mmhg). As reported, patient was admitted to hospital with congestive heart failure. A 23mm transcatheter valve was successfully implanted within the edwards surgical valve. Patient was in stable condition after the reintervention.